Event description:
Introduced bronchoscope into pt. Endotracheal tube very tight fit and removed. Smaller bronchoscope inserted. On visual a piece of black flexible section had shredded off and was in the pt's airway. This was removed at once. No injury to the pt. Bronchoscope too large for the endotracheal airway.